Manufacturer narrative:
(B)(4). A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). It was determined that the report of the observed air in tubing was caused by the patient leaving a clamp open on an unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had air in the patient line on the homechoice (hc) during the initial drain while the hp was connected. Also, the hp stated that the supply lines had open clamps. The technical service representative (tsr) reviewed proper setup procedures and advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.